Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep met with the patient on (B)(6), 2020. The patient reported they could no longer feel any stimulation on any of their programs. Impedances showed all electrodes were out of range (>10,000 ohms). The patient was scheduled to have a lead revision on (B)(6), 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead was replaced; however, hospital would not give it to rep. Patient was doing well and expresses no concerns. No impedance issues, stimulation covers patient's painful areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that the patient has been having issues with the stimulation starting around (B)(6) 2019. She had to contort her body to get stimulation, and then she had blips of the stimulation going off and on, and now she is not feeling any stimulation at all. The patient has tried increasing to 9.0 volts and feels nothing. The patient tried lying down where she would usually feel it more intensely, and she felt nothing. The patient was hit in her back by another person in (B)(6) or (B)(6) 2019, but she did not think that it was hard enough to do anything. The patient mentioned that she has been really careful not to lift anything because she did not want to compromise her device system. It was noted that the patient also has pain at the implantable neurostimulator site. The patient¿s shoulder has also been hurting off and on for a long time, but she could not recall when this started. The patient also mentioned that her toes hurt so bad when the chill is going on, and that it has been bad the last couple of weeks. She has not been able to wear socks or shoes. The patient met with a manufacturer representative on (B)(6) 2019 to have the system interrogated. Impedances revealed that they were high on all electrodes except for electrodes 8, 11, 12, and 13. The patient was reprogrammed using only the electrodes that were not out of range. The patient was able to feel the stimulation again, and the issue was noted to be resolved. Surgical intervention was not performed at the time of the report. There were no further complications reported or anticipated.